Event description:
It was reported that a home patient (hp) was diagnosed with peritonitis. The cause of the event was a touch contamination. The hp was treated with vancomycin (2g intraperitoneally (ip), weekly) and gentamycin (40mg, ip daily for 14 days). The hp was retrained on proper aseptic technique and was recovering from this peritonitis event. No additional information was available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.